Event description:
The following was reported to hamilton medical ag: device experienced loss of external power while being plugged in. Customer tested a new power cord and a different wall power outlet with no change. Removed battery while device was plugged into power, device immediately powered off and alarmed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11. Additional information added in follow-up #2 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue was discovered right after preventive maintenance with no patient involved. Consequently, the event did not cause or contribute to a death or serious injury. The root cause of the event was determined to be a defective power supply and the power supply was changed. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the power supply could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: device experienced loss of external power while being plugged in. Customer tested a new power cord and a different wall power outlet with no change. Removed battery while device was plugged into power, device immediately powered off and alarmed. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: device experienced loss of external power while being plugged in. Customer tested a new power cord and a different wall power outlet with no change. Removed battery while device was plugged into power, device immediately powered off and alarmed. No patient involvement.